Manufacturer narrative:
This report is submitted on january 13, 2020.

Event description:
Per the clinic, the patient experienced skin irritation and has had multiple skin revisions. The implant remains in-situ.